Event description:
The rotational atherectomy was being performed prior to a ptca/stenting treatment procedure. The physician made two passes with the rotalink plus, and the burr stalled after the second pass.

Event description:
It was reported that during a rotational atherectomy treatment procedure, the rotolink plus 1.25 mm burr stalled in the severely calcified, tortuous left anterior descending coronary artery. The physician used a 7 fr arrow introducer sheath for vascular access, a 7 fr medtronic ebu 3.5 guide catheter and a guidant bmw guidewire to cross the lesion. Attempts to retrieve the burr percutaneously were unsuccessful, and the pt suffered chest pain, hypotension, and st elevation. An intra-aortic balloon pump was placed. Once stabilized, the pt was taken to surgery where the bur was removed and coronary artery bypass graft surgery was performed. The pt has been discharged from the hosp and is recovering at home.